Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "proximal pressure sensor calibration data error" (diagnostic code 1007), had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the error, "proximal pressure sensor calibration data error" (diagnostic code 1007), had occurred. The remote service engineer (rse) advised the customer to remove the alternating current (ac) and direct current (dc) as well as reseating the data acquisition (da) printed circuit board assembly (pcba) to motor controller (mc) printed circuit board assembly (pcba) cable. The customer then reported that the issue had been resolved after completing what the rse had advised. The customer removed the ac and dc as well as reseat the da pcba to mc pcba cable to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.